Event description:
It was reported that while at a medical office the user experienced a low blood glucose of 68 mg/dl and self-treated with oral carbohydrates; the cause of the hypoglycemic event was unclear. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information related to a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.